Event description:
It was reported that the patient presented in the clinic for a follow up with a device that diagnosed a slow vt as an svt several times. Eventually, the rhythm slowed and a return to sinus was determined. Programming changes were recommended.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.